Manufacturer narrative:
(B)(4).

Event description:
Patient was implanted with 2 drg leads of the same lot number. It was reported that patient was no longer experiencing effective therapy. It was noted that approximately 4 to 5 weeks after implant, all of patient¿s previously relieved pain and symptoms returned. X-ray did not confirm lead migration. Stimulation was turned off and later resumed to no avail. Programming attempted but was unsuccessful at restoring therapy. Consequently, product was explanted. Explant date was give as (B)(6) 2016, however exact date is unknown.